Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported immediately upon implanting an intraocular lens (iol), a scratch was noticed. The lens was removed and replaced during the initial procedure. Additional information was requested.